Event description:
The physician reported the intraocular lens appeared cloudy after implant and affected patient's vision. Lens was removed and replaced without complication.

Manufacturer narrative:
Initial inspection of the intraocula lens showed no cloudiness when received. After hydration overnight, a section of the optic appeared opaque. Iol is currently undergoing additional analysis. The cause of this event is undeterminable at this time.

Manufacturer narrative:
Inspection of the intraocular lens (iol) at the manufacturing site showed a haze level in the optic that slightly exceeded specifications. All other optical measurements met manufacturing specifications. A review of the batch record for this lens showed that the inspections performed at different stages were within product specifications. No process deviation was detected during the manufacturing of this production order. Our investigation did not reveal any causative factor in the manufacturing process related to the nature of this complaint and the cause remains unknown.